Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in (B)(6) 2020.

Event description:
The customer's mother reported via phone call that the insulin pen user experienced a high blood glucose. They also stated that they had to call the emergency line two times. The customer's mother stated that the customer's blood glucose was normal when they used a different insulin pen. The insulin pen will not be returned for analysis.